Event description:
After (B)(4), upgrading to a solid-state hard drive among other things, we observed that if the operator resumed fluoro after saving an image while the system was still writing to the drive, the write is interrupted and no image is saved. There is a small icon on the monitor that indicates system is writing to drive and currently, the technologists are trying to keep an eye on this monitor/indicator before resuming fluoro. We feel that the system should prohibit fluoro until the write is complete. We only had s/n (B)(4) upgraded and suspended having the other systems upgraded until this issue is resolved. I requested the conventional hard drive be replaced. Our ge/oec field service engineer said our system cannot go back to rel 29, a patch may be released (B)(6). We have involved other ge and ge/oec representatives and we are waiting for their response.